Event description:
The customer was riding the unit and extended her leg outside of unit to balance herself. She hit a bump and due to her knee being in a permanently locked position, the impact resulted in a fractured femur.